Event description:
It was reported that pump touchscreen was cracked and shattered after customer fell or rolled onto the pump. The touchscreen then became unresponsive, and customer could no longer interact with pump. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy.